Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the probable cause of the reported device 8015 with the new software, had shorter battery life was not identified during the customer call. The customer reported that certain 8015 modules only hold a charge for 6 hours, while the previous software version retained a charge for 9 hours. They were curious about the cause of the change.

Event description:
It was reported that the 8015 with the new software, had shorter battery life. There was no patient involvement.